Event description:
The customer reported that the device displayed an error 40 message upon power up.

Manufacturer narrative:
The customer reported that the device displayed an error 40 message upon power up. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.